Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had gone into storage mode. It was reported the device had declared end of life (eol) approximately 11 months ago. No adverse patient effects were reported.

Event description:
The device was later explanted and returned for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was in storage mode with a battery voltage of 2.19. Laboratory technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. The device did not pass shock therapy tests due to the low battery voltage. Laboratory analysis concluded that this device experienced normal battery depletion.